Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that resistance was experienced during the fill process and that the cartridge was leaking. Customer's blood glucose level was 185 mg/dl. Reportedly, customer successfully filled and loaded a new cartridge to address the issues.

Manufacturer narrative:
The failure investigation has been completed and the alleged leaking cartridge issue was verified. Based on the analysis, the alleged fill resistance issue could not be verified.